Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ("hypogastric pelvic pain") in a (B)(6) female patient who had essure inserted (lot no. A95861). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced abdominal pain lower (seriousness criterion intervention required), stress ("occupational stress") and fallopian tube cyst ("small benign paratubal cyst in the left fallopian tube"). The patient was treated with surgery (essure removal via bilateral salpingectomy and cornual resection on (B)(6) 2022). At the time of the report, none of the outcomes for these events were known. No causality assessment was received for essure with regard to abdominal pain lower, stress or fallopian tube cyst. The reporter commented: there was no evidence of endometriosis. During removal, it was determined that the device on the left was fully in the fallopian tube, and the device on the right was in the normal position (coils visible in the uterine cavity), ovarian cyst was removal. The devices have not been retained. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] in 2022: anatomical pathological examination unremarkable except for the presence of a small benign paratubal cyst in the left fallopian tube based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of abdominal pain lower ('hypogastric pelvic pain') in a 48-year-old female patient who had essure (batch no. A95861) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion intervention required), lasting 4 years and experienced stress ("occupational stress") and adnexa uteri cyst ("small benign paratubal cyst in the left fallopian tube"). The patient was treated with surgery (essure removal via bilateral salpingectomy and cornual resection on (B)(6) 2022). Essure was removed on (B)(6) 2022. At the time of the report, the abdominal pain lower, stress and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, adnexa uteri cyst and stress with essure. The reporter commented: there was no evidence of endometriosis. During removal, it was determined that the device on the left was fully in the fallopian tube, and the device on the right was in the normal position (coils visible in the uterine cavity), ovarian cyst was removal. The devices have not been retained. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - in 2022: anatomical pathological examination unremarkable except for the presence of a small benign paratubal cyst in the left fallopian tube. Lot number: a95861, manufacture date:2013-01,expiration date: 2016-01-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("bilateral hypogastric pelvic pain for 4 years") in a 48 year-old female patient who had essure inserted (lot no. A95861). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), device dislocation ("the device on the left was fully in the fallopian tube"), ovarian cyst ("ovarian cyst") and adnexa uteri cyst ("small benign paratubal cyst in the left fallopian tube"). The patient was treated with surgery (essure removal via bilateral salpingectomy and cornual resection on (B)(6) 2022 and bilateral ovarian cyst removal on (B)(6) 2022 under general anaesthesia). At the time of the report, the outcome of pelvic pain was unknown. No causality assessment was received for essure with regard to pelvic pain, ovarian cyst, device dislocation or adnexa uteri cyst. The reporter commented: a laparoscopy was performed on the patient for bilateral salpingectomy and cornual resection for total removal of the implants due to bilateral hypogastric pelvic pain for 4 years, taking the form of attacks, aggravated by occupational stress and unrelated to menstrual cycle. The devices have not been retained. Diagnostic results (normal ranges are provided in parenthesis if available): [laparoscopy] on (B)(6) 2022: no evidence of endometriosis. During removal, it was determined that the device on the left was fully in the fallopian tube, and the device on the right was in the normal position (coils visible in the uterine cavity). Bilateral ovarian cyst removal [pathology test] on (B)(6) 2022: anatomical pathological examination unremarkable except for the presence of a small benign paratubal cyst in the left fallopian tube lot number: a95861 manufacture date:2013-01 expiration date: 2016-01-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: upon internal review event abdominal pain lower was changed to pelvic pain. Events device dislocation and ovarian cyst were added. Event occupational stress was deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.